Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient stated to have just gotten home from the hospital due to her lungs closing reaction on her from the interstim. The issue was reported as unknown if resolve at the time of the event. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.